Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. A physically damaged valve of vizigo¿ sheath was observed while still inside the package. The surgery was not delayed due to the reported event. The procedure was successfully completed. No adverse patient consequence was reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-oct-2023, the product investigation was updated to incorporate the conclusion from an external manufacturing meeting. Please see the updated product investigation below: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies in the hemostatic valve; however, during the inspection, the three-way valve was found detached from its place with evidence of damage. Due to this condition, the irrigation test could not be completed. The failure observed with the three-way valve was presented to an external manufacturing meeting, and it was concluded that this failure was not related to the manufacturing process since evidence of good manufacturing practices was found. A device history record was performed for the finished device batch number, and no internal actions were identified. Since the three way valve was found detached, this failure could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device and observed on 30-aug-2023. That the three-way valve was found detached from its place with evidence of damage. The hemostatic valve issue remains assessed as MDR reportable. The additional finding of the three-way valve damage was also assessed as MDR reportable. The awareness date is 30-aug-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. A physically damaged valve of vizigo¿ sheath was observed while still inside the package. The surgery was not delayed due to the reported event. The procedure was successfully completed. No adverse patient consequence was reported. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. The device evaluation was completed on 30-aug-2023. Visual analysis revealed no damage or anomalies in the hemostatic valve; however, during the inspection, the three-way valve was found detached from its place with evidence of damage. Due to this condition, the irrigation test could not be completed. A device history record was performed for the finished device batch number, and no internal actions were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Since the three-way valve was found detached, this failure could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the damage could be related to the excessive force or manipulation of the device; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).